Event description:
The manufacturer received information alleging visualization of particles in the air path, tubing/ chamber and the filters are black. The device is not working properly and not alarming. The device was not in patient use. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.